Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was unable to duplicate the either issue reported. Subsequently, the stm replaced the video to lcd cable as a precaution. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported by biomed personnel, that during use on a patient, the cs300 intra-aortic balloon pump (iabp), autofill would not zero and would hesitate. In addition, the screen would go blank. It is unknown if there was any patient harm/injury; however there was no adverse event reported.